Event description:
It was reported that during a remote follow up, incorrect interpretation of signals resulting in inappropriate low voltage anti-tachycardia pacing (atp) was noted on the device. The device was reprogrammed to resolve the event. The patient was in stable condition.